Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch selectsimple meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient, who does not take medication to manage her diabetes, was unable to say when the alleged inaccuracy with the lfs meter began. She reported that because she obtained high results on the meter, she ¿tried to decrease her glucose level [by] following special diet¿ which meant consuming less food/drink. She alleged that on (B)(6) 2017, she developed symptoms of ¿shivering and dizziness¿ which she self-treated by consuming food/drink. She reported that she wanted to check the accuracy of the meter, and on an unknown date and time she obtained an alleged inaccurately high blood glucose result of ¿13.7 mmol/l¿ compared to ¿6 mmol/l¿ on a calibrated laboratory device, performed within 10 minutes. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The patient described the correct testing steps and confirmed that she had used an approved sample site to obtain the blood samples. The issue remained unresolved. The csr documented that ¿the patient refused to send her meter to hl as she will try to check and replace it at the poc.¿ this complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.